Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on 01/21/2011 states patient is at routine follow up. 3 years remaining on gas gauge. Outputs were 3.5v in all chambers, 0.5ms in ra and rv, 1.0 in lv. 100% biv pacing. 67% ra pacing. Decreased outputs to 2.4v in ra and rv, 2.6v in l v. Impedances 462 ra, 628 rv, 380 l v. No tachy episodes, some pmts, no mode switches. Why only 3 years remaining longevity? Discussed remaining longevity dependant on outputs, impedances, rate, work of device. May adjust after month. Device calculations with previous outputs ranged from 4.3yrs to 3.3 depending on rate used in calculation. Approximately 4.5 to 5.7 with new outputs depending on rates. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).